Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that prior to implant the screening passed in primary sensing vector only. During the procedure after the subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, sensing was not clear and most of the qrs morphologies were dissimilar and the device struggled to sense them. Automatic set up was done and primary was chosen without optimization and induction was successful. When optimization occurred with primary vector smartpass was off. Another automatic set up was performed and alternate was chosen, again smartpass was off. On the third attempt, automatic setup chose secondary sensing vector and smartpass was on. Sensing appeared fine and the device was left programmed in secondary. The patient was seen one week later and sensing appeared better than on implant day. Most of the qrs morphologies were similar and appropriately sensed. Additional information was received that boston scientific technical services (ts) reviewed the data and noted a recent change in morphology in secondary from positive deflection to negative deflection. Due to this change ts recommended capturing all three vectors and perform automatic setup. Ts further noted a new template is needed for secondary vector as the current template is positive and presenting s-ECG shows a negative deflection. Ts suggested that if amplitudes remain at the level of the current signal in secondary please keep 2x gain. Ts also discussed other programming and sensing optimization suggestions. Additional information was received that the patient received an inappropriate shock due to oversensing of noise. It was noted that the sensing vector had a different morphology and amplitude. Since the amplitude was rather low, there was also a lot of noise, that was sometimes sensed as beats. An automatic set-up was performed and the device chose primary vector. Testing of this vector did not elicit oversensing of noise. Review of x-ray images showed some concern about the electrode position. Changes in the position of the tip could be observed, however the position that the x-rays were taken was not known. At this time the physician has opted to continue to monitor the patient with increased follow up visits. The electrode remains in service and no adverse patient effects were reported.